Event description:
It was reported the pt suffered an epidural hematoma after implantation of the spinal cord stimulation system. Initially, the pt had good stimulation, but then the stimulation was turned off. The pt lost feeling and use of her lower extremities. Emergency explantation of the device system was performed early the next morning. Later that morning the pt regained use of her legs; a full recovery is expected. At the time of this report the pt was in the hospital. Additional info has been requested, a follow-up report will be submitted when/if add'l info becomes available.